Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/31/2016, the reporter contacted animas, alleging that the pump intermittently lost power, and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, which may lead to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission :02/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and unscrewed a half turn and no reboots occurred. The rewind, load, and prime testing was performed successfully. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power issue was unable to be duplicated due to no power interruption during the investigation.